Event description:
New information noted that the patient's implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2019 without issue. The patient's condition was stable throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon investigation it was noted that the patient's implantable cardioverter defibrillator was unable to be interrogated. The physician suspected the event to be due to premature battery depletion. No further intervention was reported. The patient's condition was stable throughout the event.

Manufacturer narrative:
Upon receipt, the device was unable to be interrogated with a programmer. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.